Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data investigation could not confirm a pairing failure but did confirm a loss of connection. The root cause of the connection loss over 3 hours could not be determined. The reported issue of pairing failure is reportable based on the finding of loss of connection.